Manufacturer narrative:
B3: event date: the event occurred from march 1, 2023 to may 30, 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a white and black particulate matter. This was identified before use. There was no patient involvement.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from september 24, 2022, to september 25, 2022. H10: the actual sample was received for evaluation. A visual inspection with the unaided eye and along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.